Manufacturer narrative:
The pump was received with a blank display due to corroded battery tube. Unable to test the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, and excessive no delivery tests or verify motor error alarm due to blank display. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 360 mg/dl. The customer was able to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.